Event description:
It was reported patient presented remotely via merlin.net. Transmission showed that the right atrial lead failed to capture and exhibited high pacing impedance. Programming changes were made. There were no patient consequences.